Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.

Event description:
It was reported that the disposable caused pump to exhibit an alarm with ?no disposable, pump won't run" message. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition. No damages detected, kinks or voids that could cause the failure mode reported. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Samples were fully priming and connected without difficulty, the pump was set running and no alarms were activated. Root cause cannot be determined since the reported failure mode was not confirmed. No problem found. No corrective action was taken as the reported failure mode was not confirmed. Device history record review summary: there is not non-conformance or deviation related to the failure reported in the device history record for finish good and component associated., corrected data: corrections: h4: mfg. Date. 04-nov-2021; expiration date: 19-oct-2026.